Manufacturer narrative:
This report is submitted on november 03, 2017, (B)(4).

Event description:
Per the clinic the patient experienced granulation tissue at the abutment site. Subsequently the patient underwent revision surgery on (B)(6) 2017, in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system.

Manufacturer narrative:
The reported adverse event is associated with a product that was not returned, or was not made available for analysis. The manufacturer investigation was based on the available clinical information. The reported issue is a known medical complication and no specific device analysis is deemed necessary at this time. Adverse skin reactions around the baha abutment, ranging from slight redness to infected tissue are common complications with baha implants. Issues are usually transient and can often be resolved with clinical case management or will disappear by itself without intervention. (B)(4).